Manufacturer narrative:
Phone: (B)(6). The system was evaluated by a field service engineer (fse). The fse found the bottle hanger damaged, it was replaced. All modes of operation and calibrations were verified. The fse performed a field service checklist. The system was verified for all modes of operations. In addition, a preventative maintenance was performed. The unit complied with all factory settings. The system met jjsv specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During an inspection of the whitestar signature equipment, the field service technician observed the IV pole hanger was damaged. The bottle hanger was replaced. No patient involvement reported.